Event description:
It was reported that the customer had air bubbles in two tubings. Customer also found a mark anomaly in the tubing close to the reservoir connection. Customer was not present at the time of the call and it is unknown if the customer rewound the insulin pump with a reservoir in place. Insulin was stored at room temperature. It was stated that the issue was resolved by changing the complete set. Blood glucose value was 180 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.